Event description:
A customer observed a non-repeatable positively biased tsh result on a pt sample. No biased results were reported. Biased results of the magnitude and direction observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.